Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: 5068574, model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4), model number/catalog number: sc-4318, batch/lot number: 21911954, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads exhibited high impedances. The patient was unable to undergo a magnetic resonance imaging (MRI) due to the impedance. As a result, the patient underwent a procedure wherein the scs leads were replaced with a paddle lead. The patient was doing well postoperatively. The explanted devices were not returned due to facility policy.